Manufacturer narrative:
Batch review performed by medacta regualtory affairs department on (B)(6) 2020: lot 1900178: 130 items manufactured and released on 10-may-2019. Expiration date: 2024-04-30. No anomalies found related to the problem. To date, 117 items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs manager: 9 months after cementless total hip arthroplasty in a (B)(6) year old woman, the position of the acetabular cup appears to be inadequate. This position may be due to a postoperative migration but this cannot be confirmed on the basis of the single pre-revision x-ray provided. Bone formation is visible on the explanted cup. The cause of this event cannot be determined. Preliminary investigation performed by r&d project manager: from the received photo it is not possible to determine any root cause related to the event, but it seems that the event was not caused by any implant defect.

Event description:
The surgeon revised the cup, ball head, and liner due to the mobilization which caused the malpositioning of the cup after 9 months from the primary surgery. During the primary surgery the cup was in the correct position.